Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the device alarmed a compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer will not be returning the device for analysis.

Manufacturer narrative:
The pump alarmed compromised force sensor system during the prime test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, excessive no delivery tests due to the alarm. The pump passed the self test, unexpected restart, displacement and all measurement currents. The pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a scratched keypad overlay near the bolus and up button dome switches.